Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7162269. UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a procedure to address leads migration, as confirmed by x-ray imaging. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads will not be returned for analysis. Postoperatively, the patient was reported as stable.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. (B)(6). UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a procedure to address leads migration, as confirmed by x-ray imaging. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads will not be returned for analysis. Postoperatively, the patient was reported as stable. Additional information was received stating that as a consequence of leads migration, the patient experienced stimulation outside of their typical pain pattern, as well as painful sensations at the end of the leads location during reprogramming attempts.